Manufacturer narrative:
Per the user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg value not provided). Contact reported to have used fiasp insulin in the cartridge and reported insulin appeared to clot in the non-tandem infusion set cannula when it was removed from the body. Contact did not provide further information. Tandem technical support informed customer that fiasp was not labeled for use with the pump.